Manufacturer narrative:
Event date is an approximate.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was a change in therapy a few days post cautery. The stimulation was suddenly in a different location and not in the legs. Impedances were noted as normal and no power-on-reset (por) was observed by the patient or rep. The patient had a portion of their ear cauterized. Bipolar was believed to be used and the patient was not sedated and no ground pad was used. The patient was receiving good therapy after they were reprogrammed. This program happened to be the same as the original program. It was noted the patient did not make any adjustments to groups or programs. The patient was going to go home and try the program again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative noting that the initial reporter was the patient. Patient weight was provided. No further complications were reported.